Manufacturer narrative:
(B)(4). Date sent: 4/14/2017. Batch # unk. Two of the three instruments product code btd05 were returned intact for analysis. Analysis of the two devices returned shows one of the cotton tips is dislodged. Based upon the visual examination, it was concluded that there was evidence of adhesive present on the device. However, it is unknown how the cotton tip was dislodged. No conclusion could be reached as to what may have caused the reported incident. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic pneumonectomy, the cotton tip dissector was not attached tightly with one of the three devices in the package. Another device was used to complete the case. There were no adverse consequences to the patient.